Event description:
It was reported that following a trial procedure the patient was experiencing shocking sensation in the low back. Despite troubleshoot it would not go away unless turning the stimulation off. The patient underwent a spinal cord stimulation (scs) lead pull. The patient was doing well postoperatively. The explanted leads were discarded per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7285231, UDI: (B)(4).